Event description:
It was reported that the patient had a faulty automated peritoneal dialysis (apd) set w/cassette that is used for therapy on the homechoice (hc) device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 4 of 6 for this event.

Manufacturer narrative:
(B)(4). A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. A review of all batch record documents was performed for lot number s13b15041 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. Should additional relevant information become available, a follow-up report will be submitted. This is the same event as (B)(4).